Manufacturer narrative:
The device was not returned for analysis. Based on the information reviewed, a conclusive cause for the reported mitral regurgitation (mr) could not be determined. It could possibly be due to disease of progression; although, it cannot be confirmed. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was implanted, reducing mr to 1. Then on (B)(6) 2020, the patient returned for a follow up. Imaging revealed mr increased to 3-4. The clip was stable on both leaflets. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat the recurrent mr. The physician stated that the recurrent mr was possibly due to disease of progression, but this could not be confirmed. One additional clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. H10: additional information added.